Event description:
Baxter korea reports a blood leak with the psn 120 dialyzer. The reported incident occurred on the initial use, at the onset of the hemodialysis treatment. No additional info available.